Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, there were no problems until the yellow tab was removed and the opening/closing checking of the jaws were performed. The device was handed to the doctor, after closed the jaws, inserted it from the trocar and opened the jaws, and approached to the tissue, closed the jaws and pressed the green button, and when the surgeon tried to fire, the handle was locked and could not fire. After that, the new handle and reload were taken out and replaced, and were possible to be used without problems. There was no patient injury.